Manufacturer narrative:
(B)(4). Tibial component catalog # 00584200402 lot # 61713123. Articular surface catalog # 00584202408 lot # 61971366. Palacos catalog # 00111214001 lot # 72804270. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04417, 0001822565-2018-04419. 0001822565-2018-04420 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right knee arthroplasty. Subsequently patient started experiencing sharp pains, stiffness and possible loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. Per package inserts 87-6203-012-22 rev b unicompartment knees: the pain, stiffness, and loosening are known adverse effect of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.